Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger problem) was confirmed. As received, the charger was unable to charge a test battery pack. Upon evaluation, the q1 current controlling transistor was thermally damaged on the bedside board. The cause of the reported charger problem is the damaged transistor. The root cause of the damaged transistor cannot be positively identified. No adverse event resulted from the defective q1 transistor.

Event description:
A us distributor contacted zoll to report that a patient's charger was alarming indicating that there was a problem.